Event description:
This case was reported by a lawyer and described the occurrence of seizures aggravated in a male, pt, who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. The pt's medical history included seizure. Co-suspect medication included super poligrip (formulation unk) and fixodent. On an unk date, the pt used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced seizures aggravated, nerve damage, balance problem, coordination problems, walking difficulty, hand and feet numbness, tingling of extremity, and zinc toxicity. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage resulting in symptoms that include difficulty with balance, coordination and walking, numbness and tingling in arms and legs, and exacerbation of seizures." The pt experienced "severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." The pt's damages were permanent and "will continue into the future."

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).